Event description:
It was reported that a surefire scorpion needle broke off during the middle of a rotator cuff repair. The tip broke off while trying to pass suture. The needle was not passing through the cuff in a normal fashion. The surgeon had a lot of resistance while trying to pass though the cuff. After examination of the needle outside the shoulder, it was noticed that the tip was missing. Fluoroscopy was brought into the room and it was confirmed the tip of the needle was imbedded inside the rotator cuff. The surgeon's decision was to leave the needle tip inside the cuff and the repair was completed with another needle. The procedure was a right shoulder rotator repair. The patient was notified of a contained foreign body.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.